Event description:
It was reported that during a hand assisted lap colon procedure, two devices tore around the top rim. The case was completed with a third device of the same product code. There was no patient consequence.